Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the monitor would not power on. The cause of the inability to power on is the flash memory failure (components u102 and u105) on the c\a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a target (or flash) memory test. The intermittent connection is likely due to a fractured solder connection inducted by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from sever impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective memory. The patient received a replacement monitor.